Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified while based on the analysis, the alleged touchscreen and usb port issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that the pump usb port was damaged resulting in difficulties charging the pump and pump shutting down. It was also reported that a malfunction alarm occurred. Customer¿s blood glucose level was in 417-484 mg/dl range. Reportedly, customer reverted to an alternate method of insulin therapy.